Event description:
It was reported that the user experienced hyperglycemia with fingerstick readings up to 439 mg/dl while using the ilet, after which the guardian performed troubleshooting including tubing check with drops observed, confirmed no leaking, and completed a site change with intact cannula and no skin irritation; the event followed consumption of a fast-food meal during the device¿s meal adaptation period, and no device component malfunction was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and review of user-provided data and logs. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.